Event description:
The customer tested his blood glucose and received a reading of 573 mg/dl using his contour meter. He retested another meter and received a reading of 227 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the customer performed control tests and received a result of 190 mg/dl. The normal control range was 103-142 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.